Event description:
It was reported the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited under-sensing due to loss of contact. No intervention was made. The patient was stable.